Manufacturer narrative:
One device was received for evaluation. Service history identified no previous repairs in the last 12 months. The reported issue was confirmed through the event history log (ehl) as it identified error code 46446. The root cause of the issue was a printed wiring assembly (pwa). The pwa will be replaced to fix the issue.

Event description:
It was reported that the customer returned the device for battery had to be removed because the alarm kept ringing. Per reporter, the pump was connected to the patient at the time of event, however, there was no patient harm as a result of this event. Device evaluation identified error code 46446.